Event description:
During evaluation of a returned homechoice machine, a possible overfill situation was identified which occurred in 2008, during drain cycle 4. The patient's ultrafiltration reading was 907ml indicating the home patient (hp) drained 907ml more than their programmed fill volume of 2000ml. This information gives a total drain volume of 2907ml (2000ml + 907ml). During a follow-up call with the home patient's (hp) nurse, the nurse stated that the patient did not indicate experiencing any symptoms of fullness or discomfort associated with the incident. No further information is available. However, the nurse did state the hp is doing well and has been able to continue with peritoneal dialysis therapy without any complications. No patient injury or medical intervention was reporting during the follow-up call with the nurse.

Manufacturer narrative:
Evaluation summary: the evaluation performed did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during evaluation. Based on a review of the therapy log data, the evaluation has determined the most probable cause of this overfill to be: insufficient drain/false empty detect and use error due to inappropriately setting the total ultrafiltration too low. The device will be routed to the service area.